Event description:
Customer's family member reported a one touch meter malfunction. Customer unable to test blood glucose for about 4 days because ot meter kept displaying battery icon even after a new battery was installed. Pt's hcp reportedly increased insulin dosage at time of incident. No adverse symptoms were experienced during the time pt was unable to test on the ot meter.